Manufacturer narrative:
Physio control continues to investigate the reported event.

Event description:
Customer reported that the device had all three icons illuminated (attention, wrench, charge pak) and would not power on to start the voice prompts. There was no report of pt involvement with incident.